Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while attempting to charge the pump. Reportedly, the pump had not been charged for over 2 months. There was no impact to blood glucose levels because the pump was being used for demonstration purposes. During troubleshooting with tandem technical support, recommendation was made to reset the pump. Contact acknowledged and declined any further assistance.